Event description:
A nurse reported observing a phaco tip that was broken in the sleeve before entering a pt's eye during a cataract extraction procedure. The case was completed as normal without delay. Add'l info was received from the surgeon indicating a broken phaco needle was removed from the pt's eye during the initial phacoemulsification procedure. There was no pt harm reported.

Manufacturer narrative:
One phaco tip was received for eval. A visual inspection was performed using 30x magnification. The tip is broken in two pieces about 1/3 from the bevel tip of the total length. The break was jagged surface. The wall thickness at the break location is visually even. No lot number was identified with this complaint; therefore, the mfg device history record for this complaint could not be reviewed. The root cause for the broken tip could not be determined. All phaco tips are 100% visually inspected by trained operators at the end of the mfg process prior to release of the product. (B)(4).